Manufacturer narrative:
Additional information received on january 2, 2018: age of patient - (B)(6) years. Gender - male. The event led to increase surgery time for 10 to 15 minutes (time to remove/gather broken part of the jaw and to go out of operating to have another bipolar forceps). No consequences for the patient as coagulation could finally be done correctly.

Manufacturer narrative:
Integra has completed their internal investigation on december 1, 2017. Results: evaluation of returned device; one of the jaws is broken. The fragment was recovered but not returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; including this complaint, the complaint rate for product family non-dismountable bipolar forceps for the past 12 months is 0,000391% complaints /product uses. This is not a statistically adverse trend when compared to the complaint rate of 0,001258% complaints / product uses for the prior 13-24 months. Conclusion: the cause of this defect cannot be determined with absolute certainty. Considering that no material or manufacturing defect was found, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt058 provided with the device requires to: " check the assembly and the functionality of all elements of the device before use".

Event description:
It was reported that the jaws of the bipolar forceps broke while performing intra peritoneal coagulation during a laparoscopic hernia surgery. The broken jaws were removed from the patient with no clinical consequences. The medical staff completed the surgery with another forceps.